Event description:
Reporter noted repeated occlusion messages, although when tested, handpiece was not occluded. After making several changes they brought in another system to complete case. No injury reported.